Event description:
The hosp reported that during the saphenous vein harvesting procedure, the scissors on the harvesting cannula would not cauterize the vein. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.